Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing. Technical services (ts) recommended to continue monitoring. This s-ICD remains in service. No adverse patient effects were reported.